Manufacturer narrative:
Information in section f provided by the manufacturer. (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the o-ring on the fluidics module and performed a vacuum calibration to resolve the issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In initial report, the description of the evaluation is incorrect. This follow up has the correct evaluation: the phacoemulsification handpiece was examined at the customer location by an amo field service specialist (fss). The fss found wires exposed on the cable assembly. The handpiece was replaced. The handpiece was with customer for a period of three years. The handpiece was not under warranty. The wires exposed may have occurred due to failure to appropriately maintain the device. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center requested a handpiece exchange. An amo field service specialist visited the site and found the wires were exposed on the cable assembly of the handpiece.